Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that users had observed some channel disconnects when the device was bumped going into an elevator. No patient harm was reported. Devices were sent to biomed for repair. The biomed investigations later determined that disconnect events were mostly the result of users not attaching the modules together completely, and occasionally an iui was replaced if necessary.